Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 l. Cmr surgical will submit a supplemental report once the instrument is returned and further relevant information becomes available.

Event description:
The reporter alleged that during a sacrocolpopexy procedure on (B)(6) 2026 the surgeon observed that there was a piece of colon tissue stuck in the cadiere grasper. It was not possible to pull it out and the tissue had to be cut loose. Beside this cutting there was no harm to the patient and the issue did not occur again. The patient has recovered well from surgery and has been discharged from hospital with no complications. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury